Event description:
Customer reports discrepant results with first meter compared to a second meter. Patient #2. (B)(6) 2010; inratio meter #1 - 5.1; (used lot #232171). On (B)(6) 2010; inratio meter #1 - 4.9; inratio meter #2 - 3.6; (used lot#228136).

Manufacturer narrative:
Investigation pending.